Event description:
Related manufacturer reference number: 1627487-2023-00929. It was reported that the patient¿s therapy strength was decreasing on its own (auto-reducing) due to lead fracture. Reportedly, both leads had high impedance and x-ray confirmed that both lead had fractures. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads addressing the issue. Therapy was restored post operatively.

Manufacturer narrative:
The reported event of unable to be increased in strength was confirmed. As received, visual inspection showed the returned lead (a) found all internal wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.